Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Received an implant card which indicated that a patient underwent revision surgery due to the end-of-service condition of the generator battery and high lead impedance. Only the generator was replaced, and the existing lead was left in place. Attempts to gather additional information from the site have been unsuccessful to date.